Event description:
It was reported that the device went to recommended replacement time (rrt) in two years. It was also reported that the device was programmed to high output. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.625 to 2.618 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012 02:15:00. Summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion.